Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2019 stating that the suction channel was blocked involving pentax medical video colonoscope model ec-3890tlk, serial number (B)(4). Pentax medical made good faith efforts(gfe) were made for additional information on 26apr2019. The customer responded via email on 01may2019 stating that during a procedure on (B)(6) 2019 "the disposable buttons continue[d] to stick preventing the suction to work properly, multiple new packages of buttons open[ed] and tried with the same result." This resulted in continuous suction when the top button was stuck in the down position. The colonoscope was used to complete the procedure. "The scope was rendered unusable at the end of this case." After the procedure, the scope was removed from circulation and subsequently called in for service. Additional anestesia was provided, but there were no reported injuries or adverse events to the patient or user or delay that required any additional medical intervention. The user also confirmed there was no risk or potential for cross contamination to other patients. After the procedure the patient' status was reported as "stable". The pentax medical video colonoscope was returned to pentax medical for evaluation on 23apr2019. The colonoscope was inspected by pentax medical service on 24apr2019 and they were unable to duplicate the customer's complaint. The serviuce technician documented the following additional failure codes: umbilical cable single buckled under pve root brace. Passed dry leak test. Passed wet leak test. Air/ water socket cylinder o-ring chipped. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. The colonoscope was repaired, including o-rings and seals, and returned to the customer on (B)(6) 2019.